Event description:
It was reported that insulin squirted out, and the customer attempted to do the fill cannula, but it was asking her to rewind. The caller stated that the customer did not receive any alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.